Manufacturer narrative:
(B)(4). The device was serviced by a service technician as part of a preventive maintenance. This is an ancillary service event. Visual inspection and a functional test were performed. The phm issue was identified during visual inspection and functional testing. The cause of the condition was not determined. To correct the condition, the phm was replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a service technician, a flo-gard infusion pump was found to have a damaged pump head module (phm) with an elevated noise level. No additional information is available.